Manufacturer narrative:
(B)(4). Analysis of the lead, lot #va0875y, found the #2 conductor broken 4.9 centimeters from the distal end.

Manufacturer narrative:
Product ID 3889-28, lot# va0875y, implanted: 2013 (B)(6); explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the lead was explanted and replaced due to a fracture. The patient recovered without sequela.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28 lot# va0875y, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va08ezs, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp for a clinical study reported the events resulted in an unscheduled clinic or office visit. A second lead was allegedly had low impedances of <(><<)>50 ohms for combination 0 <(>&<)>3 and high impedances of >4000 ohms for every combination with electrode 2. The patient had more urgency and urge incontinence with a change in symptoms 3-4 months prior. The lead was explanted and replaced on (B)(6) 2014. The event resolved without sequelae.

Event description:
Follow-up received from the healthcare provider (hcp) reported that the cause of the lead fracture was a fall. Reprogramming was attempted on (B)(6)-2014, without improvement in symptoms. An attached interrogation report showed impedances over 4,000 ohms on all electrode combinations containing electrode 2. Electrode combination 0 and 3 produced impedances under 50 ohms. All parts of the lead were successfully explanted.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0875y (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2014 product type lead product ID 3037 lot# (B)(4) implanted: explanted: product type programmer, patient product ID 3889-28 lot# va08ezs (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a lump in the coccyx area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care provider (hcp) of the clinical study reported, the lead migrated or was dislodged. Wire impedance were noted to be abnormal with both low and high impedance. The patient was also experiencing increased urgency and urge incontinence. The change in symptoms was noted 3-4 months prior. The patient felt a lump in their back due to weight loss and the hcp indicated this was likely the curve of the wire underneath the skin. The lead and stimulator were removed and the stimulator was placed in a deeper pocket and the lead was replaced. The device was also reprogrammed. The event was considered resolved without sequelae.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.